Event description:
It was reported that after removing a 3.5x18 xience v rx stent delivery system (sds) from its packaging hoop without issue, with a balance middleweight (bmw) guide wire positioned in a lesion in an unspecified coronary vessel, the distal tip of the xience v sds was advanced over the proximal end of the bmw guide wire, however, the two devices became stuck prior to the xience v sds entering the patient anatomy, and could no longer be advanced. During an attempt to retract the xience v sds over the bmw guide wire, resistance was felt, and, while force was not applied, the distal tip of the xience v separated. Once the tip separated, the xience v sds with separated tip were able to be retracted over and off of the guide wire. Another 3.5x18 xience v rx was used successfully with the same bmw guide wire to complete the procedure. There were no adverse patient effects and no occurrence of a clinically significant delay. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was returned for analysis. The tip separation was able to be confirmed. The difficulties positioning and removing the guide wire could not be replicated in a testing environment due to the condition of the returned device. Based on a visual and dimensional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.